Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for vad-17352 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This section also explains that during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 3 provides important information regarding how to switch the power sources. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The report of a low speed advisory was confirmed through the submitted log file. Although a specific cause for this event could not be conclusively determined through this evaluation; based on previous complaint history, the observed event appeared to be consistent with a potential driveline wire compromise. The submitted log files contained data from (B)(6) 2021 to (B)(6) 2021. There was a transient low speed operation event with a low speed advisory alarm on (B)(6) 2021 while the patient was supported by the mobile power unit. The patient was given an ungrounded patient cable and a second log file was submitted that was unremarkable. The submitted x-ray images showed the external and internal portions of the patient¿s driveline and were unremarkable. The account communicated that the cause of the low speed event was not identified, and the issue resolved after the patient was placed on an ungrounded patient cable. The patient was reported to be asymptomatic, and coming in for monthly ventricular assist device (vad) interrogation. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the clinic for a routine follow up. Upon left ventricular assist device (lvad) interrogation a low speed advisory was noted. The patient reported that they have previously heard alarms while on the mobile power unit (mpu). Review of the patient's log files confirmed a low speed advisory and low speed operation on (B)(6) 2021. An increase of power also occurred at this time. Additional log files were communicated on 10june2021 which showed no further alarms had occurred. The cause of the alarms could not be identified. No short to shield was noted. The patient was placed on an ungrounded cable, and no further alarms occurred. The patient did not experience any symptoms and the plan of care would consist of monthly visits for lvad interrogation.